Manufacturer narrative:
Inspection of the device found a kinked soft cannula. The timing and the cause of the damage are unknown. Although the soft cannula was kinked, fluid was able to pass through the fluid path. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. An 0x33 alarm was generated, indicating a command was not received when a previous command had mctf bit set. The device was connected to a master pdm and a 5 unit bolus was successfully delivered. The rerun data did not replicate the 0x33 alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 330 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. As treatment, a new pod was placed.